Event description:
It was reported that the middle set screw of a cross connector sheared at the set screw/driver interface during tightening with a torque driver. Pt status: fine.

Manufacturer narrative:
Lot # 740030, mfg date: 08/2007.